Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging she was unable to test because her onetouch ultra2 meter was reverting to the set up mode. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2013 at approximately 12pm, the patient reported the alleged issue first occurred. The patient reported using self adjusting insulin to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. However 15-20 minutes later the patient reported she developed symptoms of ¿sweating and anxiety.¿ the patient did not report receiving any medical intervention in response to her alleged symptoms. At the time of troubleshooting, the cca confirmed this was not the first time the meter had been used and there was no misuse of the product. The alleged issue was resolved with a retest. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient reported she was unable to test due to the alleged issue and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/02/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 8/22/2013 and 8/26/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.